Event description:
The following was reported to gore on june 29, 2026 from the imedidata study database: on (B)(6) 2025, a patient with a thoracic aneurysm was treated with a gore® tag® conformable thoracic stent graft with active control system (ctag) in the descending thoracic aorta, with the proximal landing zone 2 and distal landing zone 3. A terumo relay pro thoracic stent graft system was also listed as implanted, both proximal and distal the gore ctag device. This procedure is a reintervention of a prior endovascular procedure, as an extension of a previous implanted devices (brands unknown). The patient was discharged on (B)(6) 2025. A staged procedure including 3 stent grafts of unknown brands and a revascularization was performed on (B)(6) 2024 with a bypass from the left common carotid artery to target left subclavian artery (lsa). Two stent grafts of unknown brands are also implanted in another staged procedure on (B)(6) 2026. On (B)(6) 2026, persistent retrograde blood flow via the lsa upstream of the aneurysm sac bypass was reported, resulting in a type ii endoleak and continued enlargement of the aneurysm sac of the aortic arch. The maximum diameter of treated thoracic aorta was measured as 60 mm on september 8, 2025, and was now 70 mm. A reintervention was required, details not provided.

Manufacturer narrative:
The patient referenced in this event file is enrolled in the (B)(6) together aortic registry and information regarding this event was gathered from the imedidata rave clinical study database (csd). As part of our routine quality procedures, each batch of devices undergoes comprehensive quality control testing and inspections prior to release for distribution. Gore reviewed the manufacturing records associated with the reported lot number and verified that all release criteria had been met. Neither clinical images enabling direct assessment of product performance nor the product itself (which remained implanted) were returned for evaluation. The available information reported in the complaint does not reasonably suggest a potential malfunction or product packaging and/or labeling issue has occurred. Per the gore® tag® conformable thoracic stent graft instructions for use (IFU), adverse events which may require intervention and/or conversion to open repair include, but are not limited to: aneurysm enlargement, endoleak. H6: add b31. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.